Event description:
A malfunction was reported with the pump after the device fell into a bathtub. No adverse impact to the customer¿s blood glucose level was noted. The customer will use manual daily injections (mdi) as a backup therapy while a replacement pump with updated software is sent by technical support. The customer was informed about the replacement process, including how to put the faulted pump into storage mode and returning it to tandem. The customer understood and acknowledged these instructions.